Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the alarms due to the blank display.

Event description:
It was stated that the insulin pump alarmed, then the display went blank. Troubleshooting was performed, but the issues were not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.